Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the localizer was not connected. The system control unit (scu) was replaced. Other relevant device(s) are: serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used intra/peri-operatively of a cranial resection procedure. It was reported that the localizer was disconnected in the software. The instrument was not recognized even after rebooting the system. The site was able to complete the procedure with a use of another navigation system. There was a less than 1-hour delay to the procedure and no impact on patient outcome.

Manufacturer narrative:
The positioning sensor unit (psu) was sent to the vendor for analysis. Vendor analysis found that the customer fault description was confirmed and isolated to a faulted component on the mainboard. The mainboard was replaced followed by extended pyramid volume recharacterization. Unit passed outgoing product testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the positioning sensor unit (psu) of the navigation system was replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The positioning sensor unit (psu) was returned to the manufacturer for analysis. Through functional testing, visual/physical examination, and proceduralized device testing the issue was confirmed. There was an electrical failure with the positioning sensor unit (psu). The lot number of the positioning sensor unit (psu) is p717526. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The polaris spectra system control unit (scu) was returned to the manufacturer for analysis. There was no failure found with this component. If information is provided in the future, a supplemental report will be issued.